Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 229mg/dl. Troubleshooting was conducted. Customer was advised to monitor issues and call back if he runs into more issues. Changing the reservoir resolved the issue. No further assistance needed.